Event description:
A tandem mobi cartridge alarm was reported, and the customer indicated that the blood glucose level did not exceed 500 mg/dl, which is within the normal range. Technical support confirmed the alarm and decided to replace the pump, advising the customer to switch to manual injections as a backup therapy. Instructions for returning the defective pump and receiving the replacement were communicated and understood by the customer.